Event description:
It was reported that the foley catheter placement on october 9th for radiation therapy. Attempted removal after treatment (about 2 hours later), but the catheter had spontaneously dislodged. The balloon portion was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation: photo sample evaluation: received (3) photo samples. Visual evaluation of the photo samples notes opened (with original packaging), used two-way foley catheter. The first photo sample shows a two-way foley catheter. The second photo sample shows rupture at the ballon portion. The third photo sample shows inflation valve/cap with material number for catheter 2758j12 and manufacturing lot number ngjs1021. The condition of the affected catheter can be confirmed from the photos provided as the balloon was ruptured. Received 1 all silicone foley catheter. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.2415). Further inspection noted the balloon had no missing pieces. Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Corrections made to tab(s): d, f, h. Initial reporter complete facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter placement on (B)(6) for radiation therapy. Attempted removal after treatment (about 2 hours later), but the catheter had spontaneously dislodged. The balloon portion was damaged.